Event description:
It was reported that this device exhibited battery depletion (bd) error. Remote analysis confirmed that the error was a result of prolonged magnet application. The battery status has recovered, and technical services confirmed that the bd code can be cleared. The device remained in service and was eventually explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the subcutaneous implantable cardioverter defibrillator was thoroughly inspected and analyzed. The investigation determined that this device exhibited a battery depletion error. However, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited battery depletion (bd) error. Remote analysis confirmed that the error was a result of prolonged magnet application. The battery status has recovered and technical services confirmed that the bd code can be cleared. The device remains in service. No adverse events were reported.